Event description:
A 10.0 x 40mm 80cm smart control ses was confirmed to be protruded from the outer member. During preparation, while 10.0 x 40mm 80cm smart control (complaint product) was being flushed, approximately 1mm of the stent was confirmed to be protruded from the outer member although its rocking pin has been in its place. Therefore, the physician did not use the smart control, and a new smart control (c10060sl) was used instead. The procedure was finished successfully. The device was stored, handled and prepped according to the IFU. The product was not resterilized. There was no patient's injury reported, and the product was not clinically used in the patient, and it will not be returned for analysis. No photographs of the device are available.

Manufacturer narrative:
This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
While flushing the smart control stent delivery system (sds) during preparation approximately 1mm of the stent was noted to be protruding from the outer member even though the locking pin was still in place. The physician did not use the sds and a new smart control was used and the procedure was finished successfully. The device was stored, handled and prepped according to the IFU. The product had not been resterilized. The product was not used in the patient and there was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.